Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat stenosis. It was reported that the screw driver tip snapped off in the bone screw. The broken piece was removed from the patient, and another driver was successfully engaged and the screw was backed out. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.